Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported issue can be attributed to the combination article wa64150a jaws "hiq+", 5 x 330 mm, grasping forceps, croceolmi, lot#: 21z02-014 addressed within complaint # (B)(4). The returned grasping forceps showed broken or cracked pull rod at the interface to the jaw axis and severe deformation. This type of damage was attributed to excessive force, which can only occur when the jaws are wide open. However, the subject device was not returned and the root cause of the failure could not be determined. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full facility name: (B)(6) university hospital the device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during an unspecified therapeutic procedure using the jaws "hiq+", 5 x 330 mm, grasping forceps, croceolmi, it became impossible to grasp. "Abnormal noise" was reported. The shaft of the unit separated from the moving part of the jaw, and did not interlock with the handle operation. It was stated that "fracture surface" was not visible and deformation of the combined sheaths was confirmed. The procedure was completed by replacing the equipment with similar equipment. It was also stated that the at the time of the report, the hospital could not confirm the parts had not been retained in the patient, and it was being treated as if the devices had fallen into a body cavity. Additional information was requested multiple times, but was not received. This event involved 3 devices. Patient identifier (B)(6) is for the jaws "hiq+", 5 x 330 mm, grasping forceps, croceolmi patient identifier (B)(6) is for the shaft "hiq+", 5 x 330 mm patient identifier (B)(6) is for the handle "hiq+", ergo s, unipolar.